Manufacturer narrative:
Initial reporter phone: (B)(6). According to pictures provided by customer, the tip seemed bent and a wire is observed in one of the pictures provided by customer. A reddish material was also observed inside the pebax. The customer complaint was confirmed based on the picture received. The biosense webster, inc. Product analysis lab received the device on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. Visual analysis of the returned sample revealed spring helix bent and foreign material inside the pebax on the thermocool® smart touch¿ electrophysiology catheter. The device was inspected on the pebax area, under microscopy, to identify if there was damage on the pebax, that caused the foreign material inside the pebax and a hole was found. A manufacturing record evaluation was performed for lot 30647310m, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings code of "appropriate term/code not available" represents photo/video analysis. (B)(4). The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under PMA # p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) paroxysmal procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc, (bwi) product analysis lab observed a hole in the pebax. Initially, it was reported that before the operation, the tip of the catheter was found bent (no exposed wires) after pull from patient body. A second catheter was used to complete the operation. There was no adverse event reported on patient. The issue of tip bent was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found the spring helix bent and foreign material in the pebax area. The device was inspected in the pebax area, under microscopy, to identify the damage on the pebax, that caused the foreign material inside the pebax. A hole was found in the pebax. The awareness date for this reportable lab finding is (B)(6) 2022.